Event description:
I'm not sure if the dates are correct. I'm going to a surgeon next week but I was told that one of the filshie clips came loose and is pushing on my small intestines, causing groin pain in that area. I believe I've had this problem for awhile because I had similar pain in my stomach area and I've had a few xrays where they would ask me about the clip. Hopefully I can have it removed because it's been causing quite a bit of pain lately.